Event description:
During the preventative maintenance (pm) of the da vinci surgical system by the intuitive surgical inc., representative or field service engineer (fse) it was found that the patient side manipulator 1 (psm) failed axis 5 friction test as well as psm 2 failed slow sweep. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psms.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical inc., (isi) for failure analysis investigation. Patient side manipulator (psm) part number 380900-02 and serial number (B)(4): engineering found that the psm failed friction test for axis-5. Visual inspection found the issue. The lower link 4 pulley assembly was defective. The axis-5 pulley was sliding off the bearing and was also cocked, which added unwanted friction. The pulley assembly was replaced to correct the problem. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test during failure analysis. Although this was found during preventative maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.